Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient began to have low flow alarms at work without any symptoms. They were taken to nearest hospital, then transferred to (B)(6). Low flow alarms had persisted. Hemoglobin (hgb) was stable. A computed tomography (cta) was performed on (B)(6) 2026 demonstrating patent outflow graft. The patient had severe right ventricular dysfunction and was started on milrinone on (B)(6) 2026 empirically. The log file contained a lot of low flow estimates and low flow hazard events, but the calculated pulsatility index (pi) was not elevated. The flow from 27may2026 ¿ 05jun2026 was from 3.4 ¿ 3.9 liter per minute (lpms). They had severe right ventricular hypokinesis preimplant. The low flows persisted. The patient was started on milrinone at 0.25 mcg/kg/min. The patient was asymptomatic. Bedside ramp echo was done on (B)(6) 2026 from 5800 rpm to 7000 rpm without significant changes in flow (2.4 to 3.1 lpm). Aortic valve was opening every beat. Additional log files captured continued low flow alarms. Additional information stated that cta with 3d reconstruction was negative for outflow graft obstruction. Flow went up to about 3.5 lpm last weekend and the patient went home. On 16jun2026, lows dropped again to around 2.9 lpm. Later that day low flow alarms were reported. Flows at this time remained at 3.1 lpm. Additional log file captured low flow alarm events on 16jun2026. There were also several momentary low flow events recorded. Recorded flow values on 20jun2026 were less than 3.0 lpms. The patient was not hypertensive. Mean atrial pressures (maps) were at goal. Plan was for right heart catheterization.